Event description:
As per report, after the physician placed the catheter into the patient's body, the physician was unable to manipulate the catheter into the flower shape. As per report, one of the petals were broken.